Event description:
Device was implanted in pt on 3/4/94. A problem was encountered on 3/14/94 during attempted access for administration of chemotherapy. Catheter had become disconnected from the port and the catheter had migrated into the heart. Port was removed on 3/14/94 in the or. Catheter is to be removed today (3/16/94) in the cath lab at med ctr by a cardiologist.